Event description:
Approximately four months after cataract surgery with implantation of the crystalens intraocular lens (iol), the patient noticed a decrease in visual acuity. The event was attributed to capsular contraction syndrome and the physician repositioned the iol and later performed a yag capsulotomy. The patient is doing well and her vision has improved.